Manufacturer narrative:
Analysis found there was an import failure. Upon review, the issue was traced to a non-conformance to stealth protocol: the image slices are not square. If information is provided in the future, a supplemental report will be issued.

Event description:
On 17-april-2018 [case: (B)(4)] (hcp): medtronic received information regarding a navigation system. It was reported outside of a procedure that when pulling an exam via query retrieve (q/r) they received the error message ¿x and y scale are not equal. Check scanner setting and re-import¿. The health care professional (hcp) was going to call down to electronic picture archiving and communication systems (pacs) and see if the images can be reformatted, or if they have another scan for the protocol. No patient was present at the time of the event.